Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
When the customer removed the softclix lancets to count and examine them more closely, he discovered one of the lancets was missing the protective cover. No adverse event alleged, lancets replaced and requested for return. The lancet lot information could not be obtained.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.